Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the mini vision stent delivery system (sds) noted blood visible on the balloon and stent implant and in the guide wire lumen, and contrast in the inflation lumen, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. There were two bent stent struts in the first row of proximal stent struts, confirming the reported stent damage. Factors that can contribute to stent damage include, but are not limited to, manufacturing, removal of the protective sheath, handling of the product, or interaction of the sds with accessory devices or anatomy. To help ensure this type of event is not the result of a product deficiency, all sds are 100% visually inspected online for stent damage, including at the point that the protective sheath is placed over the balloon. Considering the extent of the damage (bent), it is unlikely that this was a pre-existing condition as the protective sheath would not have fit over the stent implant. It is likely that the damage occurred during advancement in the moderately calcified lesion as there was no damage noted to the stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. The reported dissection is a known adverse event listed in the multi-link mini vision rx instructions for use. A conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a product quality deficiency. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that the patient presented to the cath lab suffering from a myocardial infarction. After predilatation was performed twice on the target lesion in the circumflex to obtuse marginal, that was moderately tortuous, moderately calcified with 95% stenosis, during the crossing of the lesion, just proximal to the target lesion, a dissection occurred. When the stent delivery system (sds) was removed from the patient a flared stent strut was noted on the distal end of the stent. Another 2.25 x 23 mm mini vision was deployed to fully treat the dissection and the lesion successfully. There was no reported resistance felt during crossing or during removal of the sds from the patient. No adverse patient effects were reported. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.